Event description:
It was reported that after a successful implant, the device alerted for out of range high voltage lead impedance. Dfts resulted in normal values for hv lead impedance. The alert was cleared and after attempting to obtain a morphology template, the alert appeared again. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.